Event description:
Customer reported the hold button is missing. Customer did not provide the date of event. No patient incident or injury reported.

Manufacturer narrative:
Evaluation - results: evaluation of the returned alarm confirmed the reported issue; the hold/suspend button is missing. The alarm was tested with batteries and does not power on due to a non-functioning 9v ac input jack. When the alarm was tested with the 9v adapter, the alarm has power and when the alarm is set to sensor mode and weight is removed from the sensor, the alarm does not sound. When the alarm is set to the sensor belt mode and the sensor belt is opened, the alarm sounds continuously. The battery door is missing from the alarm. Alarm has evidence of being exposed to moisture. There is corrosion inside the sensor receptacle and on the 9v input jack. The unit was opened and found to have contaminants covering the components and once removed, the sensor pad receptacle functioned as it should. The physical condition of the alarm indicates that the unit has been used against the recommended instructions that warns against exposing the unit to moisture or allowing the batteries to corrode inside the unit. (B)(4).